Event description:
During a pci procedure, the balloon ruptured below nominal pressure. The number of inflations is unknown. No pt injuries or complications were reported. Pt status is listed as "good."